Event description:
Upon performing subclavian catheter care to pt's tesio catheter during dialysis treatment, a small pinhole was noted in the venous extension lumen. Very small amount of blood loss, however break in catheter integrity is a problem. No contributing factors identified. Pt was hospitalized, there the venous extension was modified, not replaced. This pt sustained a life threatening experience due to tesio extension on 2/19/98. Repeat occurrence with another break in integrity and potential serious injury and/or death. Co is fortunate this was caught in early stages. After pt was hospitalized it was evident that the hole/break in the venous lumen of the catheter itself, not in the replaceable extension as previously reported. The failed portion of the catheter was removed, shortening the lumen approx 3 inches. The catheter remains in the pt.